Manufacturer narrative:
Concomitant medical products: product ID: 8840, product type: programmer, physician. Product ID: 37761, serial# (B)(4), product type: recharger .product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2015, product type: lead .product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4)

Event description:
A consumer reported via a manufacturing representative that the connector pin was broken on the desktop charger. The desktop charger was loose and not fitting properly into the recharger. On the day of this report, the patient was meeting with a manufacturing representative and the implantable neurostimulator (ins) was confirmed to be discharged. The manufacturing representative later reported the desktop charger was replaced and the patient was able to charge. No patient harm was reported. The patient's indication for use is spinal pain and failed back surgery syndrome.